Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer:the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a severely calcified and severely tortuous proximal right coronary artery. During predilation the nc quantum apex mr 12 mm x 4.00 mm balloon was used and on the first inflation the balloon ruptured. To what atmospheres is unknown. The device was removed intact. The procedure was completed with a different device no patient complications were reported and the patient's status is good.